Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl when she visited her healthcare professional. Customer also reported of having diabetic ketoacidosis with blood glucose of over 600 mg/dl. Incident was already reported. Customer also reported that meter and pump information was not uploading correctly. Customer discussed matter with healthcare professional and was advised to have insulin pump replaced. Insulin pump would be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report. The pump was programmed with a test glucose meter. The pump communicated properly and recorded the 66 mg/dl value properly from the glucose meter. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked case near the display window corners and minor scratches on the display window.